Event description:
Pt unerwent an axillo-femoral bypass in 2002. Two years later, a control visit evidenced edema. Pt was thus elected for another surgical intervention. Graft was removed in 2005 and was successfully replaced by another intervascular graft. It was also reported that, after surgery, the physician had the impression that the explanted graft had ditaled and that a leakage from the graft could have occurred.